Manufacturer narrative:
Date of event and d4:UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device had a broken led (light emitting diode) and failed the inter lock alarm test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluated by manufacturer and h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have corroded drain fittings, cracked enclosure and tank cover, and damaged led's (light emitting diodes). Several led's (light emitting diodes) have been broken off and the disposable alarm went off when it shouldn't confirming the customer complaint. The issue was traced to the device microswitch, which was damaged by an impact to the front cover. The investigation attributed the root cause of this condition to user interface. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.